Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the hospital due to a cognitive decline which caused the patient to have confusion and curling of the toes. These symptoms were attributed to a worsening of their pre-existing parkinsons disease for which the dbs system was indicated for. It was discovered that the primary cell implantable pulse generator (ipg) had reached its end of service (eos) as the remote control displayed the end of battery life (eol) message. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The explanted ipg will not be returned as it was discarded by the medical facility. The patient remained hospitalized postoperatively due to the cognitive issues.